Manufacturer narrative:
Summary of investigation: batch ap2395 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 13 versus an upper control limit (ucl) of 14 following sop 105746 "complaint trending guideline", effective 05 feb 2019.on the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: 06aug2017 through 06aug2019/manufacturing site: pfizer (site name)/complaint class: product appearance/ complaint sub class: heat cells damaged/leaking. The citi customizable search returned a total of 1 complaint for nsw 8hr products during this time period for the class/subclass. The complaint was not confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of heat cells damaged/leaking for nsw 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass heat cell damaged/leaking for nsw 8hr products, refer to attachment heat cells damaged leaking nsw 8hr. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. The overall thermal data for the batch met the requ.

Event description:
Event verbatim [preferred term] a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A 56-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ap2395s, expiration date 31jan2022, from an unspecified date to an unspecified date for shoulder injury. There was no medical history or concomitant medications. The reporter stated that he purchased a 3 count box of thermacare neck wrist and shoulder heat wraps. One of heat wraps has not heated up, did not work. He took the heat wrap out of the package and has had it out for about an hour on (B)(6) 2019 and there was no sign of heat. He just took it off minutes ago. He has been using thermacare neck, shoulder & wrist heat wraps for about a month. He just tore the packaging open like he normally did and did not check it. He stated that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. In the center of the heat wrap, there was an area that was kind of stuck together and normally folded and glue looked like it was misplaced or something. It looked like there was a manufacturing error or something that squeezed the heat wrap and the black material inside the heat wrap seeped out. He said it was due to device itself, or due to the packaging. A sample of the product was available to be returned if requested. He stated that the wrap were the heat cells spilled out was the same wrap that did not heat. According to product quality complaints: batch ap2395 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 13 versus an upper control limit (ucl) of 14 following sop 105746 "complaint trending guideline", effective 05 feb 2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: 06aug2017 through 06aug2019/manufacturing site: pfizer (site name)/complaint class: product appearance/ complaint sub class: heat cells damaged/leaking. The citi customizable search returned a total of 1 complaint for nsw 8hr products during this time period for the class/subclass. The complaint was not confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of heat cells damaged/leaking for nsw 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass heat cell damaged/leaking for nsw 8hr products, refer to attachment heat cells damaged leaking nsw 8hr. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. The overall thermal data for the batch met the required wrap batch average temperatures (37.6°c to 41.6°c) per nsw 8hr spec-34819, effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). A return sample has not been received at the site for evaluation. Evaluation of retained samples do not indicate defective device. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up received on 09aug2019 from the product quality complaints group includes: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product. The site investigation is in process. Additional information has been requested and will be provided as it becomes available. Follow-up (08aug2019): new information received from a product quality complaints included: investigation results. Follow-up (09aug2019): new information received from product quality complaints group via glaxosmithkline, license party for thermacare includes: additional investigation results. Company clinical evaluation comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit [device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A 56-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ap2395s, expiration date 31jan2022, from an unspecified date to an unspecified date for shoulder injury. There was no medical history or concomitant medications. The reporter stated that he purchased a 3 count box of thermacare neck wrist and shoulder heat wraps. One of heat wraps has not heated up, did not work. He took the heat wrap out of the package and has had it out for about an hour on (B)(6) 2019 and there was no sign of heat. He just took it off minutes ago. He has been using thermacare neck, shoulder & wrist heat wraps for about a month. He just tore the packaging open like he normally did and did not check it. He stated that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. In the center of the heat wrap, there was an area that was kind of stuck together and normally folded and glue looked like it was misplaced or something. It looked like there was a manufacturing error or something that squeezed the heat wrap and the black material inside the heat wrap seeped out. He said it was due to device itself, or due to the packaging. A sample of the product was available to be returned if requested. He stated that the wrap were the heat cells spilled out was the same wrap that did not heat. According to product quality complaints: batch ap2395 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 13 versus an upper control limit (ucl) of 14 following sop 105746 "complaint trending guideline", effective (B)(6) 2019. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: (B)(6) 2017 through (B)(6) 2019/manufacturing site: pfizer (site name)/complaint class: product appearance/ complaint sub class: heat cells damaged/leaking. The citi customizable search returned a total of 1 complaint for nsw 8hr products during this time period for the class/subclass. The complaint was not confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of heat cells damaged/leaking for nsw 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass heat cell damaged/leaking for nsw 8hr products, refer to attachment heat cells damaged leaking nsw 8hr. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. The overall thermal data for the batch met the required wrap batch average temperatures (37.6°c to 41.6°c) per nsw 8hr spec-34819, effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). A return sample has not been received at the site for evaluation. Evaluation of retained samples do not indicate defective device. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up received on 09aug2019 from the product quality complaints group includes: there is reasonable suspicion of a device malfunction. The impact is cell leakage and the severity is s3-skin burn- per rpt- # hazard analysis thermacare heat wrap product. Conclusion from investigation summary dated 18oct2019 was as follows: the root cause category for this event was classified as equipment/other because the scale markings slotted brackets (scale #229 and scale #230) that are used for adjusting alignment for the side alignment belt are difficult to read. Although the complaint sub-class for this event was cells damaged/leaking, the defect was not heat pack maker related, but was caused by the wrap being pinched during the flow wrapper sealing process. The wrap never heated up when opened by the consumer. This is most likely due to a leak caused by the wrap interfering with the cross seal allowing the wrap to be exhausted due to exposure to air. There was ""no adverse reaction"" such as burn associated with the use of the device. Inspection of the complaint return sample wrap and the pouch that contained the wrap lead to the determination that the wrap was not oriented correctly within the flow wrapper which caused the wrap to be pinched during the flow wrapper cross sealing process. Inspection of the complaint return sample wrap and the pouch that contained the wrap reveal a sharp crease on the pouch near the cross seal that matches the sharp crease on the complaint return sample wrap. The scale visibility issue is to be addressed as a corrective action for this event. Additional information has been requested and will be provided as it becomes available. Follow-up (08aug2019): new information received from a product quality complaints included: investigation results. Follow-up (09aug2019): new information received from product quality complaints group via glaxosmithkline, license party for thermacare includes: additional investigation results. Follow-up (16sep2019): follow-up attempts are completed. No further information is expected. Follow-up (18oct2019): new information reported from product quality complaints includes investigation summary. Company clinical evaluation comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company conducted an investigation, the root cause for this event was identified, corrective action was implemented, and no further action is recommended., comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company conducted an investigation, the root cause for this event was identified, corrective action was implemented, and no further action is recommended.

Manufacturer narrative:
Summary of investigation: batch ap2395 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 13 versus an upper control limit (ucl) of 14 following sop 105746 "complaint trending guideline", effective 05 feb 2019.on the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: 06aug2017 through 06aug2019/manufacturing site: pfizer (site name)/complaint class: product appearance/ complaint sub class: heat cells damaged/leaking. The citi customizable search returned a total of 1 complaint for nsw 8hr products during this time period for the class/subclass. The complaint was not confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of heat cells damaged/leaking for nsw 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass heat cell damaged/leaking for nsw 8hr products, refer to attachment heat cells damaged leaking nsw 8hr. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. The overall thermal data for the batch met the requ...

Event description:
Event verbatim [preferred term] a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit [device leakage],. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ap2395s, expiration date 31jan2022, via an unspecified route of administration from an unspecified date to an unspecified date for shoulder injury. There was no medical history or concomitant medications. The reporter stated that he purchased a 3 count box of thermacare neck wrist and shoulder heat wraps. One of heat wraps has not heated up, did not work. He took the heat wrap out of the package and has had it out for about an hour on (B)(6) 2019 and there was no sign of heat. He just took it off minutes ago. He has been using thermacare neck, shoulder & wrist heat wraps for about a month. He just tore the packaging open like he normally did and did not check it. He stated that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. In the center of the heat wrap, there was an area that was kind of stuck together and normally folded and glue looked like it was misplaced or something. It looked like there was a manufacturing error or something that squeezed the heat wrap and the black material inside the heat wrap seeped out. He said it was due to device itself, or due to the packaging. A sample of the product was available to be returned if requested. He stated that the wrap were the heat cells spilled out was the same wrap that did not heat. According to product quality complaints:complaint sub-class was heat cells damaged/leaking. Status: initial review & rationale in progress. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Event description:
Event verbatim [preferred term] a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A 56-year-old male patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number ap2395s, expiration date 31jan2022, via an unspecified route of administration from an unspecified date to an unspecified date for shoulder injury. There was no medical history or concomitant medications. The reporter stated that he purchased a 3 count box of thermacare neck wrist and shoulder heat wraps. One of heat wraps has not heated up, did not work. He took the heat wrap out of the package and has had it out for about an hour on (B)(6) 2019 and there was no sign of heat. He just took it off minutes ago. He has been using thermacare neck, shoulder & wrist heat wraps for about a month. He just tore the packaging open like he normally did and did not check it. He stated that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. In the center of the heat wrap, there was an area that was kind of stuck together and normally folded and glue looked like it was misplaced or something. It looked like there was a manufacturing error or something that squeezed the heat wrap and the black material inside the heat wrap seeped out. He said it was due to device itself, or due to the packaging. A sample of the product was available to be returned if requested. He stated that the wrap were the heat cells spilled out was the same wrap that did not heat. According to product quality complaints:complaint sub-class was heat cells damaged/leaking. Status: initial review & rationale in progress. Summary of investigation: batch ap2395 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 13 versus an upper control limit (ucl) of 14 following sop 105746 "complaint trending guideline", effective 05 feb 2019.on the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: 06aug2017 through 06aug2019/manufacturing site: pfizer (site name)/complaint class: product appearance/ complaint sub class: heat cells damaged/leaking. The citi customizable search returned a total of 1 complaint for nsw 8hr products during this time period for the class/subclass. The complaint was not confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of heat cells damaged/leaking for nsw 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass heat cell damaged/leaking for nsw 8hr products, refer to attachment heat cells damaged leaking nsw 8hr. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. The overall thermal data for the batch met the required wrap batch average temperatures (37.6°c to 41.6°c) per nsw 8hr spec-34819, effective: 12nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). A return sample has not been received at the site for evaluation. Evaluation of retained samples do not indicate defective device. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (08aug2019): new information received from a product quality complaints included: investigation results. Company clinical evaluation comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed., comment: based on the available information, the patient reported that a portion of the actual wrap itself looked like it may have been possibly punctured and a little bit of the material on the inside seeped out a little bit. There was "no adverse reaction" such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The company is conducting a further review on this investigation, and additional follow-up will be reported when the evaluation is completed.

Manufacturer narrative:
Summary of investigation: batch ap2395 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class heat cells damaged/leaking received at the (site name) site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The cpmp result was 13 versus an upper control limit (ucl) of 14 following sop 105746 "complaint trending guideline", effective 05 feb 2019.on the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed: scope: date contacted: 06aug2017 through 06aug2019/manufacturing site: pfizer (site name)/complaint class: product appearance/ complaint sub class: heat cells damaged/leaking. The citi customizable search returned a total of 1 complaint for nsw 8hr products during this time period for the class/subclass. The complaint was not confirmed to have a manufacturing process root cause for a complaint of cells damaged/leaking. Based on this citi customizable search for the subclass of heat cells damaged/leaking for nsw 8hr products the data did not show an increase over time (24 months). There is not a trend identified for the subclass heat cell damaged/leaking for nsw 8hr products, refer to attachment heat cells damaged leaking nsw 8hr. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. The overall thermal data for the batch met the requ.